Event description:
The dr reported a serious adverse event for a lap-band study pt. The pt was treated for band slippage by repositioning the band. The pt subsequently developed peritonitis (infection), and continued low hemoglobin level treated with blood transfusions. The band was removed. The pt remains admitted to the picu, remains on continuous bipap for respiratory decompensation, and continues to have a fever and abdominal pain.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis results are pending at this time. A supplemental medwatch will be generated upon completion of the product analysis. Band slippage, infection and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage." 'Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."